Event description:
The customer reported the generation of erroneous results for multiple analytes including albumin (alb), sodium (na), potassium (k), chloride (cl) patient results and quality control (qc) issues on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective photometer lamp. The fse confirmed that the customer changed the photometer lamp, ran photocal, calibration and qc. No further issues were reported.   Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).